Manufacturer narrative:
The lens was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this event. Based on the available information, a root cause for the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that in an attempt to implant a lens the capsular bag broke. The incision was enlarged but no sutures were required. Additional information was requested, but has not been received.